Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the device was unable to communicate upon receipt. The cause of communication anomaly was due to a high current draw in the hybrid. The cause of high current was due to hybrid anomaly. The cause of hybrid anomaly was due to an integrated circuit (ic) failure.